Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not recall any significant events leading up to the alarm. Blood glucose level at the time of the incident was 146 mg/dl. The customer was asked to observe if the time clock advances and it does. Customer also reported that the insulin pump had an unexpected restart shortly after inserting a new battery. The alarm recurred during troubleshooting. The customer was advised to monitor the insulin pump for further issues. The product was not returned for analysis.